Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer would suddenly shutoff. The programmer passed all incoming tests with no anomalies observed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer sudden shut off without explanation. The programmer was returned for service. There was no patient involvement.